Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), it was observed that the hemostatic valve did not close sufficiently. Tsgc was flushed and double checked. During the second and third repetition, air was observed in the hemostatic valve. Sgc was replaced and procedure was continued. During the procedure, one of the grippers would not lower. Troubleshooting was performed and it worked. All steps were performed as per IFU. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.